Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found two external insulation abrasions breaching the optim sheath only distal to suture sleeve tie impression. The silicone insulation beneath was intact and undamaged. The cause of the external insulation abrasions is consistent with friction to another device or feature of the patient anatomy.

Event description:
During an follow-up, an increased capture threshold was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.